Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Examination under magnification revealed the pattern on the tip face that is consistent with very minor degrading. There was no damage noted along the body of the fiber. No damage was noted to the fiber face within the sma connector. The aiming beam was weak and round indicating a clean break within the connector. The condition of the returned device would cause the connector to overheat and to transmit insufficient energy. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used in a ureteroscopy with laser procedure. According to the complainant, during the procedure, the fiber would not deliver the appropriate power and got very hot. The procedure was completed using another flexiva 200 tractip laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation othat a flexiva 200 tractip laser fiber was used in a ureteroscopy with laser procedure. According to the complainant, during the procedure, the fiber would not deliver the appropriate power and got very hot. The procedure was completed using another flexiva 200 tractip laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.